Manufacturer narrative:
This event was previously reported under manufacturer report #2021898-2016-00229. Any further information received regarding this ev ent will be reported under the referenced report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that serosanguineous drainage was noted on the pad behind the patient¿s head. According to the report, the tubing was found disconnected at the 3-way stopcock.